Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that the tip was broken inside the eye during surgery. The type of surgery was unknown. The procedure was completed by using another phacoemulsification tip. There was no patient impact.

Manufacturer narrative:
Two opened phacoemulsification tips without wrenches, in a plastic container with lid were returned for the report. The returned samples were visually inspected and were found to be non-conforming as both samples were observed to be broken at the aspiration bypass hole with the break being very jagged. The wall thickness was observed to be even on both samples. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the phacoemulsification tip was broken. The phacoemulsification tip visual inspections do not show any manufacturing issues that would cause the broken phacoemulsification tip; however, per the follow-up details, it is stated "customer reuses the tip after autoclave." Per the directions for use (dfu), there are warnings that instruct the user that ultrasound (u/s) tips are intended for one procedure only. Do not reuse or reprocess the device. Since the cause of this complaint is due to user error, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.